Event description:
Patient was revised to address pain. The patient's weight was contributory to the failure.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot were not provided. The investigation could not draw any conclusions about the root cause of the reported patient pain; however, the initial reporting stated the patients large physical stature (weight) was a contributing factor to the primary failure. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.